Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had with infiltration of medication on neonatal patients in the nicu. There was patient involvement.after further review it appears the hylanex was not the initial medication, but given as treatment for the infiltration.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: no devices were sent for investigation. The system is not intended or designed to detect infiltration scenarios. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of infiltration of medication to patients in the neonatal intensive care unit. The clinical nurse manager indicated "the infiltrates have been anywhere from a 30% to 60% infiltrations." The cases were treated with hylanex and elevation with compresses.

Manufacturer narrative:
Omit : e2401 - insufficient information. Correction: adverse type, describe event or problem additional information: imdrf annex e code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of infiltration of medication to patients in the neonatal intensive care unit. The clinical nurse manager indicated "the infiltrates have been anywhere from a 30% to 60% infiltrations." The cases were treated with hylanex and elevation with compresses.